Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported low blood glucose and hospitalization. Customer's blood glucose went very low and they passed out. Paramedics arrived and customer's current blood glucose level was 190 mg/dl. Troubleshooting for low blood glucose was performed. Customer was able to perform the displacement test. Paramedics advised that customer's blood glucose level was so low it was not registering.